Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was completely depleted after a non-device related back surgery where electrocautery was used. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was completely depleted after a non-device related back surgery where electrocautery was used. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).